Event description:
Reporting status: death. Reporting rationale: dislodged stent requiring medical intervention; subsequent death. Device issue: dislodged stent. It was reported that another company's guide wire was successfully placed in the right coronary artery (rca), using a 6 french jr4 cordis guide. Predilation was performed with another company's balloon and an attempt was made to deliver the promus stent; however, they could not get it where they wanted it. The promus device was removed and a second guide wire was used (buddy wire) to readvance the promus stent, but it still could not deliver. As the physician was manipulating the catheter the stent came off of the device inside the proximal rca. The physician successfully snared the stent; however, the pt's blood pressure dropped and the pt had to be resuscitated. The pt was sent to the intensive care unit and expired two or three days later. The cause of death is unk. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.